Event description:
It was reported that during implant procedure of this implantable device, the device was not showing any pacing. There was no impact to the rhythm of the patient as the patient is not pacemaker dependent. Technical services (ts) recommended interrogating with a programmer, and the interrogation showed the device was in storage mode. The device was then removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.

Event description:
It was reported that during implant procedure of this implantable device, the device was not showing any pacing. There was no impact to the rhythm of the patient as the patient is not pacemaker dependent. Technical services (ts) recommended interrogating with a programmer, and the interrogation showed the device was in storage mode. The device was then removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.